Manufacturer narrative:
(B)(4). Retainer ring=black, pump passed self test and displacement test. Unit received with intermittent response from all buttons due to moisture damage to keypad traces. No moisture damage noted on electronic assemblies per visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked battery tube threads, keypad overlay peeling, missing display window cover, cracked case corner of the belt clip rails near the battery compartment, faded serial number label and corroded battery tube. The p-cap, reservoir does lock properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack was seen in battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.